Manufacturer narrative:
Follow-up #1 date of submission 05/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed two cs 054 call service alarms, which are consistent with sleep alarms and may cause the display to be blank for several minutes. During testing, the pump powered on properly with audible tones, vibration, and a fully illuminated, functional display screen. The complaint of a blank display was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that, upon changing the battery, the display was blank. It was noted that audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.